Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a tear in the silastic of the driveline. The account asked for a clam shell repair. There were no alarms and the pump was functioning as intended. The account applied rescue tape. The account stated that the patient would be inpatient for some time and asked for a clam shell repair to be done when possible. A clam shell repair was performed on 18jun2020.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the report of a tear in the silicone jacket of the patient¿s driveline was confirmed via the photograph submitted for evaluation. The vad coordinator reported a tear in the silicone jacket of the patient¿s driveline. Rescue tape was applied by the vad coordinator and a clamshell repair was requested. It was reported that the vad was functioning as intended. It was later reported that a clamshell repair was performed on (B)(6)2020 under a work order. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ no further information was provided. The manufacturer is closing this event.